Event description:
Open heart surgery was performed on 6/27/00 during the procedure the stapler misfired and was discarded for a new stapler. On 6/30/00, the physician noted a foreign body on the pt's chest x-ray. The foreign body matches the instrument from the reload. The foreign body remains in the chest cavity.